Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 8.5 mmol/l. The customer stated problem about his pump and kept giving no delivery. Troubleshooting was performed for no delivery alarm. The customer has tried different cannula lengths. Customer states the tubing is not bent or kinked. Customer states they have tried all remedies and also stated that cannulas have not been kinked. The insulin pump will be returned for analysis.